Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Ventricular lead performance counters were cleared the day prior to interrogation. The device was returned, analyzed and no anomalies were found.

Event description:
It was reported that this pediatric patient presented with dizziness and there was a suspected lead fracture. No fracture was seen on xray and the patient was being prepped for replacement when an interrogation was done indicating normal function. The lead thresholds and sensing were tested with acceptable values. It was further reported that the physician decided not to replace the lead and it is still in use. It was further reported that there was noise, a pause in device tracking and no pacing output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that this pediatric patient presented with dizziness and there was a suspected lead fracture. No fracture was seen on xray and the patient was being prepped for replacement when an interrogation was done indicating normal function. The lead thresholds and sensing were tested with acceptable values. It was further reported that the physician decided not to replace the lead and it is still in use. No further patient complications have been reported as a result of this event.